Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® prevail® implant 5/4 x 11.5mm (item #xiitp5411) was received for investigation. Visual inspection of the as returned product identified a heavy coating of residue that prevented reliable measurement, but no signs of significant damage or deformation beyond that. Functional testing to recreate the reported event could not be performed due to the nature of the event. No pre-existing conditions were noted on the per that could contribute to the event. The reported device was located on an unknown tooth # and was used for approximately 4 years. Pictures or x-ray images were not provided to evaluate periimplantitis. DHR review was completed for the subject lot number (2014090411). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2014090411) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection and bone loss) or device (xiitp5411). Therefore, based on the available information, device malfunction did not occur, and the reported event is non-verifiable. A definitive root cause could not be identified. D4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
Zimmer biomet: (B)(4). Weight: unknown.

Event description:
It was reported that a patient experienced per-implantitis at the implant site.